Event description:
Caller states customer reported low blood glucose symptoms with result of 168 mg/dl obtained on the advantage system. At 45-60 minutes later, paramedics obtained result of 68 mg/dl and customer was taken to the hospital; result on hospital meter 15 minutes later was 48 mg/dl and customer was treated with an IV (contents unknown); customer's low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.